Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that defibrillator did not discharge energy during a shock. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was not exactly identified. Because the issue did not reproduced when field service engineer checked the system during onsite visit to customer. The device was operational as per manufacturers specifications. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.